Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): no infusion after 46 hours. Drug: 5fu; concentration 5fu: 41.67 mg/ml; diluent use: nacl 0.9%; filling volume: 192 ml; storage temperature (ambient temperature <25 degree c).

Manufacturer narrative:
This report has been identified as a b. Braun (B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.